Manufacturer narrative:
Patient identifier - requested, yet to be received. Age & date of birth - requested, yet to be received. Weight - requested, yet to be received. Ethnicity - requested, yet to be received. Race - requested, yet to be received. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted no findings. This report is for the device that was used in the right bilateral puncture of the afc (common femoral artery) of the same patient that was reported in MDR report no. 2243441-2018-00024.

Event description:
The user facility reported that the compacting tube in angio-seal evolution that is responsible for the correct placement of the collagen on the arterial wall, did not descend and remained inside the introducer and was unable to see the green mark at any time. The collagen had gone down to the arterial wall and has achieved hemostasis without any unwanted consequences in vascular access. Diagnostic cerebral angiography + occlusion test. Bilateral puncture of afc right and left. Introducing 5f. Without anticoagulation or antiaggregation. Correct hemostasis, the compacting tube did not descend even when the tension is higher than usual. It was reported that the device was manipulated when trying to manually lower the tube. It was reported that there was no harm to the patient.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provided additional information in describe event or problem.

Event description:
Additional information was received on 2/27/2018. Hemostasis was obtained with the anchor-collagen seal of the angio-seal device. The knot slides and it usually goes lower only to almost half the arterial wall. What did not work was the automatic compacting tube. This compaction was ensured with the maneuvers described in our troubleshooting for this situation. There was no other equipment or devices used with the angio seal. The procedures were without complications and the punctions revised with angiographies (translated: puncture site confirmed with angiography) the closure was used at the end to complete the case. There was no blood loss. The hemostasis was effective. It went not down but it did not come out of the centimetrated introductor shaft, (translated: introducer sheath), the automatic compacting tube.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angio-seal evolution device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. There was blood like substance present on the returned device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. No portion of the tamping tube was visible from the carrier tube assembly. There was no collagen or anchor at the distal end of the suture. 5.68" of the suture was exposed from the carrier tube. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.035". The device was x-rayed which showed that the drive gear was properly seated, and the gearbox assembly was seated within the grooves in the distal position. The compaction tube was mated with the rack. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the out of park position. The rack was observed in the proximal position with 3.17" of the rack extending past the gearbox assembly. The suture could be seen in the grooves of the spool and free of tension. Two turns of the suture were present on the spool. The suture was tethered to the spool with the suture stake, which was not pressing against the clutch gear. No visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by applying tension to the suture. The rack advanced approximately 1" then resistance was experienced to a point where the clutch mechanism began releasing suture from the spool rather than the rack advancing. The rack was then moved proximally which disconnected the rack from the compaction tube. The rack advanced smoothly until coming into contact with the compaction tube where excessive resistance was felt. The tamping tube was then forcibly removed from the carrier tube assembly and inspected. There was excessive blood like substance present within the tamping tube was removed. The outer diameter of the tamping tube measured and confirmed to meet manufacturer specification. No anomalies were found with the tamping tube. The complaint could be confirmed for tamping issues based on the position of the tamping tube in the returned device. No anomalies were detected with the gearbox assembly or the compaction tube. There is no evidence that this event was related to a device defect or malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.